Event description:
It was reported that this lead was explanted and replaced. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.